Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had perforated the patient causing a cardiac tamponade. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.